Event description:
Patient reported "a few hours" after injection with unspecified juvederm in the nasolabial folds they developed bruising, redness, a purple nose, mottling of the skin, and pain near opening of the nose. Patient indicated they believed the product "may have gone into an artery", and further specified that "it looks like a drunken nose." The patient was treated with hyaluronidase. They also indicated they were putting ice on the affected area and was taking codeine for the symptoms. Additional information provided by the healthcare professional noted after injection with juvederm ultra plus xc in the nasolabial folds, patient developed mottling and tenderness indicative of a vascular occlusion the night of injection. The day after injection, the patient presented to the healthcare professional and was instructed to discontinue ice application and prescribed the following: warm compresses, aspirin, nitro paste, and hyaluronidase. Two days after symptom onset, symptoms had improved by 75% with only "slight edema, pain on palpation, and erythema."

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A vascular event involving eccymosis, erythema, skin discoloration, pain, and swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.